Manufacturer narrative:
Product ID 64002 lot# n346700, implanted: 2013 (B)(6); product type adapter product ID 37651 lot# serial# (B)(4); product type recharger product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 37092 lot# 367750002; product type accessory product ID 3389-40 lot# j0222859v, implanted: 2004 (B)(6); product type lead product ID 3389s-40 lot# v411494, implanted: 2010 (B)(6); product type lead product ID 748240 lot# serial# (B)(4); product type extension product ID 748251 lot# serial# (B)(4); product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
Additional information stated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was stated the patient had an appointment on (B)(6) 2013.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and her stimulation turned off the previous weekend; "everything was working fine until this weekend when it apparently cut off and she did not know why." It was noted that the patient had been "recharging faithfully and it was up to 100% but it was turned off and she did not know that." The patient's stimulation was turned back on by her health care provider. It was also reported the patient was having difficulty using her patient programmer, however, it was determined she was trying to use her old programmer for a different device which was not compatible with her current device. The batteries were low in the correct patient programmer. It was noted that the patient had never used the new programmer and did not know what it was for. Additional information received reported the patient was able to get new batteries for the patient programmer and it was working.